Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had persistent feeling of stimulation over their entire body including arms and face, however was more obvious in the lower extremities. The sensation was present even though the stimulator was off, set to zero and programs deleted. Impedances were checked and determined to be within a normal range. An x-ray was taken and interpreted by the implant doctor and was unchanged from implant image. Following ins depletion the patient reported 1 to 2 days without the sensation, however it gradually returned. Additional information was received. It was reported there was no malfunction with the patient's spinal cord stimulation (scs) system. The issue was not resolved. The patient was advised to counsel with their primary care provider to find an appropriate physician to consult with. Surgical intervention was not planned at this time.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that they are feeling stimulation when their stimulation is turned off.  The patient said that they had a hard fall off their lawnmower in september; patient said they fell off the lawnmower onto rock in the driveway. The patient said that they were going to have an MRI done and they turned off their stimulation at the MRI appointment. The patient said that they were still feeling stimulation after the stimulation was turned off so the MRI facility would not proceed with the MRI. The patient said that they think that the patient may have some other disease going on like ms, a form of epilepsy, or some other disease that mimics the feeling the patient would feel when they felt stimulation. The patient said that they were working with a manufacturer representative (rep) on the 8th and they turned off the patient's therapy so the patient cannot turn stimulation on; patient said that the rep wanted the patient's implant battery to completely deplete. The patient said that their controller was showing that their implant battery was in the orange and their controller battery was at 70%.  The patient mentioned that they think that the issue with feeling stimulation is related to the implant but were told that the issue was not with the implant. The patient was redirected to their healthcare provider to further address the issue. The patient later called a manufacturer representative (rep) and the rep reported that the patient stated they have a sensation, similar to a very strong tens unit, that radiates from her hips, superiorly, through her chest, and into her neck, face and lips. Over the phone, the rep asked her to verify the charge level of her ins. She states that her programmer screen states ¿your battery is depleted, charge your battery now¿ or something to that effect. She states that she has no intention of recharging her ins. The patient met with a healthcare provider and another rep and was told there was nothing wrong with the system.  According to the patient, neither of these appointments/evaluations yielded any information to indicate a current malfunction with her scs, though she states that ¿she just knows there is.¿ according to the patient she has had an x-ray of her lead position and states that she was told it looked ¿fine.¿ the patient states her desire to just have system explanted. She says that her primary care physician knows of a physician who would explant her scs. The rep recommended to follow up with her doctor about a possible referral for explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.